Event description:
Info rec'd indicates the head of the bed will not go up or down.

Manufacturer narrative:
The technician found the head section would move up slowly. The tech replaced the hydraulic manifold to repair the bed.